Event description:
It was reported that during the initial implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) it was observed that the battery longevity was 95%. The implant was completed, and the device was taken out of shelf mode. The subsequent defibrillation threshold (dft) testing was successful, and the shock impedance was normal. After the dft the battery capacity was 96% and the day after implant, it was 94%. No adverse patient effects were reported. Additional information received indicated that the s-ICD was depleting prematurely, and device replacement was scheduled for (B)(6) 2024. After replacement, the device is expected to be returned.

Event description:
It was reported that during the initial implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) it was observed that the battery longevity was 95%. The implant was completed, and the device was taken out of shelf mode. The subsequent defibrillation threshold (dft) testing was successful, and the shock impedance was normal. After the dft the battery capacity was 96% and the day after implant, it was 94%. No adverse patient effects were reported. Additional information received indicated that the s-ICD was depleting prematurely, and device replacement was scheduled for (B)(6) 2024. After replacement, the device is expected to be returned. Additional information received indicated that the replacement procedure was not performed due to the patient's condition (not specified). The s-ICD remains implanted.